Event description:
A ventilator was returned to a third-party service center preventive maintenance. There was no harm or injury reported. During the evaluation, the device failed a test step during testing indicating the pilot pressure was out of range. The device's three-way solenoid valve was replaced to address the issue.